Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is therefore based on the description of the problem and our knowledge of previous similar complaints for this product. Results: based on previous investigations into broken feedset tubing, it is most likely that the feedsets failed at the connection between the feedset tube and the spike. Investigations into feedset/spike connection failures have identified that the problem is caused by the gluing process during manufacture, either due to there being insufficient glue or failure of the glue bond itself. Both of these failure modes have been addressed as part of our ongoing product improvement initiatives. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Additional glue is now applied to the feedset spike during production and work has also been done to ensure the glue is properly fixed during the gluing process. (B)(4).

Event description:
Our distributor in (B)(6) reported on behalf of seven hospitals that the water feedset tubes of 19 mr290v humidification chambers were broken. No patient consequence was reported.